Manufacturer narrative:
UDI (di):(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a considerable amount of weight and the ipg pocket site is becoming problematic and causing discomfort. The patient has decided to have the entire scs system explanted. Surgical intervention may be pending to address the issue.